Event description:
Hcp reported the pt was having symptoms of withdrawal occasionally. The symptoms were noted as increase in pain, anxiousness, general malaise, and difficulty sleeping. The symptoms were not associated with the refill times and there had been no discrepancies at refills. On one occasion the pt was seen in the emergency room and treated with IV pain medications; their symptoms immediately resolved. A dye study was performed a few days before the system explant. It showed no catheter kink. In 10/2003 indium- 111 was placed in the pump. It was unknown if the dye left the pump and accumulated in the pump pocket or if had no moved from the pump at all. The pump and catheter were replaced three days later. The pump was returned to the manufacturer for analysis. The pt is reported as doing fine since the system replacement.